Manufacturer narrative:
Concomitant medical products: product ID: 5076-52, lead; implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent t-wave oversensing (twos) on high rate non-sustained epi sodes. Additionally, the atrial lead exhibited intermittent atrial undersensing on ventricular tachycardia (vt) monitored episodes. The rv lead and atrial lead remain in use. No patient complications have been reported as a result of this event.